Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the ER (emergency room) stating their battery is low and the implantable cardioverter defibrillator (ICD) is possibly misfiring. Possible inappropriate therapy per the patient¿s description. The ICD remains in use. Nofurther patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced.